Manufacturer narrative:
The field service engineer (fse) checked all fluidics and mechanisms and observed a slow drip from the sipper probe. The seals and pinch tubes were replaced. Preventive maintenance was performed. Operational and mechanical checks passed. The customer ran qc within their specifications. The fse was unable to identify a cause for the issue. Calibration and qc were acceptable. The customer spun the sample for 5 minutes at 3200 rpm. Based on the type of sample tube the customer uses, this time and speed may be too high. No issues were identified during a review of the alarm trace. The investigation did not identify a product problem. The cause of the event could not be determined. The customer has had no further issues.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer. The initial result from the e411 analyzer was 1.04 ng/ml with a data flag. This result was reported outside of the laboratory. The repeat from the same analyzer was 0.01 ng/ml with a data flag. The sample was also repeated on a cobas 6000 e 601 module at a sister site and the result was also "negative." The actual result was not provided. No adverse event occurred. The troponin t stat reagent lot number was 390066 with an expiration date of 31-mar-2020.